Manufacturer narrative:
The incident module, pt cable, and spo2 sensor were tested overnight by tech support and found to be working to specs. The maximum temperature was 24.7 degrees celsius (76.46 f). The hospital was using an adult finger sensor rated for patients over (B)(6) on the (B)(6) toe. When the pt was discharged, the redness had somewhat diminished, and when the nurse checked with the mother the next day, there was not any visable sign of a burn. No treatment was given for the alleged burn and the hospital incident report did not mention a burn. The sensor labeling says it is a reusable adult finger sensor for patients weighing more than (B)(6). The hospital was informed of our other spo2 sensors for patients between 3 and 30 kg. The following are warnings from the manual: applying an oximetry sensor incorrectly or leaving the sensor in place for too long may cause tissue damage, especially when monitoring neonates. Check the sensor site frequently, and do not allow the sensor to remain on one site for too long. Refer to the instructions from the sensor MFR for more info. This initial report is considered final and the issue is closed.

Event description:
(B)(6) hospital reported that a spo2 sensor allegedly burned a (B)(6) child.